Manufacturer narrative:
This report is for an unknown 3.5 mm locking compression plates and screws/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: goldzak m, biber r, falis m (2019), optimal use of transmedullary support screws and fibular management in distal tibial fracture nailing based on a new biomechanical classification, injury, int. J. Care injured, volume 50s3, page 17-22, (france). This prospective study proposes a pragmatic and simple-to-use classification helping to decide about transmedullary support (tms) screw placement and fibular fixation. Between october 2007 and october 2010, 67 patients with distal tibial fractures treated by nailing were included in the study. There were 45 males and 22 females with a mean age of 45 years (range 18-84 years). The implants used for fraction fixation included an unknown synthes expert tibial nail in combination with an unknown synthes standard 4.5mm ao screws or a competitor¿s tms screw, and a competitor¿s device. For fractures classified as subtype b, fibular fixation was performed with an unknown ao 3.5 mm locking compression plates in 14 cases or intramedullary k-wiring in 8 cases was performed before the nailing procedure. All patients were followed up until nail removal between the 12th and the 16th month after the accident. Check-ups were made by x-ray and clinical examinations at 3, 6, 12, 24, 36 and 55 weeks. The mean follow-up was 14 months (range, 12¿24 months). Complications were reported as follows: 1 patient had compartment syndrome. The patient was treated by fasciotomy within 48 hours. Finally, only a partial deficit in dorsiflexion of the great toe was observed. 2 patients had algoneurodystrophies. These patients recovered to their former activity level but kept residual deficits of sensitivity. 2 patients had infections treated by a new surgical procedure (exchange nailing) and double antibiotic therapy until the wound healing and the crp normalization. All fractures had healed after 12 months. 5 patients had slight malrotation with less than 5 degrees of external rotation compared to the contralateral side. 2 patients had malalignment. 7 patients had felt infrapatellar knee pain related to the nail entry point. 2 transmedullary support screws had backed out without any skin laceration. 2 patients had broken interlocking screws. This report is for an unknown ao 3.5 mm locking compression plates and screws. It captures the reported events of compartment syndrome; partial deficit in dorsiflexion, algoneurodystrophies, infection, revised, slight malrotation and malalignment. This is report 3 of 6 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.